Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was observed to be warm to touch. There was no reported adverse impact to the customer related to the reported issue. The customer would continue to use the pump for insulin therapy.